Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed aptt result was user error. Results with err 128, ere 18 should not be reported. The ca series measurement evaluation and checking methods (for customer use) (states: do not report any results with an "early reaction error" without reviewing the curve. Only ere code 1 (ca-1500 or ca-7000) or ere code 4 may be reported after visual inspection of the reaction curve. An aptt result <20 seconds should not be reported. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed aptt result was obtained on a patient sample. The result was reported to the physician. The original sample was retested and higher results were obtained. The patient was treated with a bolus of heparin. There was no report of adverse health consequences as a result of the falsely depressed aptt result.